Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had no sensing and high capture thresholds. The patient reported symptoms of dyspnea, dizziness, and a minor arrhythmia. The ra lead was reprogrammed, and the patient left in stable condition.